Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell, and the touchscreen is now shattered and unresponsive. There was no impact to customer's blood glucose level. Customer stated they have back up manual injections for insulin therapy.